Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: it is reported tubes are under filling. The tube did fill slower than I would consider normal. I did not pull the tube off until I confirmed there was no longer any blood flow, about 30 seconds. This was after attempts at moving the needle to see if access to the vein was lost. I attempted to place another 4.5 ml tube. When the tube was pierced there was blood spatter into the tube, but there was no steady blood flow. At this point, I did not attempt the 3 ml tube, but will in the future at your request. Today¿s collection tubes also filled slowly, but I was able to obtain samples.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing under fill during use. The following has been provided by the initial reporter: it is reported tubes are under filling. The tube did fill slower than I would consider normal. I did not pull the tube off until I confirmed there was no longer any blood flow, about 30 seconds. This was after attempts at moving the needle to see if access to the vein was lost. I attempted to place another 4.5 ml tube. When the tube was pierced there was blood spatter into the tube, but there was no steady blood flow. At this point, I did not attempt the 3 ml tube, but will in the future at your request. Today¿s collection tubes also filled slowly, but I was able to obtain samples.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Draw volume testing of the customer samples was performed and all tubes filled to the required specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.